Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort due to swelling radiating from the ipg site to the sternum. The physician informed the size of the ipg (too big) could be the reason of discomfort. Surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2016 wherein the ipg was explanted and replaced with a different model (smaller model).

Event description:
Additional follow up identified the pain at the ipg site resolved through surgical intervention.